Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed a faulty pcba board. The pcba board was replaced and the reported issue was resolved.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was requested to be returned for investigation. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer performed calibrations and reported the turbine differential transducer has failed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.